Event description:
It was reported that during colectomy procedure, plastic has crack inside reducer and reducer seal part dropped off into the patient's body. It was retrieved. There were no adverse consequences to the patient. No device returning.